Event description:
The customer contacted olympus to report the image between the evis exera iii video system center and provation/apex monitor was glitchy/flickering, light would dim and re-brighten spontaneously. The issue occurred during an unspecified diagnostic procedure. The procedure was only extended a few minutes while troubleshooting. The malfunction did not affect the outcome of the procedure. There was no medical interventions and no other devices were connected to the subject device. The customer made sure all connections were secure, issue was resolved and disappeared with next procedure. There was no patient harm as a result of the event.

Manufacturer narrative:
The device was not returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, advice for checking the cables was provided, and it was reported that the malfunction was resolved spontaneously. After that, three follow-up actions were taken, but there was no detailed response. Thus, we could not identify a cause. Although a few minutes delay occurred for resolving the issue, there was no health damage. Olympus will continue to monitor field performance for this device.